Event description:
It was reported that the 2800 system had excessive x-rays field penumbra. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.